Event description:
Abscess at injection site. Info was received from a physician via the regulatory authority in 2004, regarding a pt, with no known allergies, who received injections of hylaform to the nasogenian folds on an unk date. On unk date, following injection the pt experienced allergic reaction (purulent two-sided granulomatous reaction). The pt received corticotherapy for the adverse event. Follow-up info was received from the reporting physician the following day. The pt received treatment with hylaform plus 3 months ago folds and cheeks. The following month the pt experienced the sudden apperance of purulent granulomatous nodular lesions at the lower part of nasogenian folds, further described as abscess in the shape of nodules oozing a withish substance. The nodules were 3 cm in size on the left and 2 cm in size on the right. The pt was treated with solupred (p.o.) 40 mg/day for 3 weeks, and topical dermacorticoid 40 mg. Lab tests were performed for the presence of autoimmune diseases (tests not specified) with negative results. The pt was treated with perlane into the lips 3 times in the past 18 months without any reaction. The severity of the abscess was assessed as severe, and the purulence as moderate per the reporting physician. The causality between hylaform plus and abscess was assessed by the physician as definitely related. At the time of the report, the pt had recovered with sequelae of post-inflammatory purple pigmentation with accentuated wrinkles. Qa investigation results: production and quality control documentation for hylaform plus lot #w0204 were reviewed. The investigation showed the product met specifications at release and no associated non-conformances were noted.